Event description:
On (B)(6), 2010, reporter/patient¿s mother contacted lifescan (lfs) alleging that the lay user/patient's onetouch ping meter has a cracked display. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The reporter alleged that the product issue began at approximately 8:30 am on (B)(6), 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with an insulin pump. The reporter stated that the patient continued with her usual diabetes regiment despite the alleged issue. A few hours after the alleged issue began, the reporter claimed that the patient developed a "headache and a stomachache." It is not known if the patient attempted to test her blood glucose on any meter. The reporter denied that the patient received any medical treatment as a result of the alleged issue. During the troubleshooting session, the cca documented that the reporter did not state any misuse on the subject meter. Per protocol, replacement meter and supplies were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's reported symptoms of "headache and a stomachache" do not meet lifescan's criteria for a serious injury. The reporter denied that the patient received any medical treatment as a result of the reported issue. This complaint, however, is being reported because the alleged issue could not be resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.